Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient with cervical spondylosis with broad-based disk herniation at c5-6 underwent a procedure for anterior cervical discectomy at c5-6, anterior cervical fusion with allograft bone, rhbmp-2/acs, and resorbable plate and screws. At 8 months post-op the patient had recurrence of right sided neck pain and shoulder pain. Follow-up studies showed solid fusion at c5-6 and mild spondylosis with foraminal stenosis at c6-7. Patient underwent a procedure for c6-7 acdf.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent spine fusion surgery on the cervical region at levels c5-c6. During the surgery, only select parts of rhbm-2/acs (i.e.the rhbmp-2 and collagen sponge) were used. The rhbmp-2 collagen sponge was placed outside a cage(i.e. Along the lateral gutters). Post-op, the patient complained swelling in her neck, increasingly severe neck and shoulder pain, and radiculopathy into her upper extremities.patient also underwent revision surgery due to severe pain and symptoms. Patient continues to experience excruciating neck pain, and radiculopathy into her shoulder and upper extremities.patient experiences dizziness, difficulty lifting her head, swelling in her neck and jaw.patient has difficulty breathing, swallowing and speaking.these serious injuries prevent patient from practicing activities of daily life and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: patient got discharged with discharge diagnosis as status post anterior cervical discectomy and fusion at c5-c6 with allograft and plate, postoperative swelling in the cervical region. On (B)(6) 2006: patient presented with pre-op diagnosis of cervical spondylosis with broad based disk herniation c5-c6. For which patient underwent: anterior cervical discectomy c5-c6; anterior cervical fusion with donor bones and rhbmp-2. Anterior cervical space stabilization with bioresorbable plate and screws plate and screws c5-c6. Per op notes, after confirming the correct identification of c5-c6 interspace, appropriately 5 mm tall by 11 mm deep by 14 mm wide bone was then tamped in place with the center lumen of the bone filled with rhbmp-2 soaked gelfoam. Then small rolls of rhbmp-2 soaked gelfoam was placed along the lateral gutters adjacent to the bone graft. Care was taken that the bone graft was securely wedged in place. Then 25 mm bioresorbable plate was inserted, anchored to the c5 and c6 vertebral bodies with two bioresorbable screws in each vertebral body. Wound was then closed in layers. Sterile dressing was applied. Patient tolerated the procedure well with no complications reported. Patient underwent CT of cervical spine ap and lateral. Impression: c5-6 fusion with normal alignment. On (B)(6) 2006: patient underwent CT of neck soft tissue without contrast. Impression: recent c5-c6 ¿acdf.¿ on (B)(6) 2006, the patient underwent a radiographic test of the abdomen ap view. Impression: no evidence of fecal material in the rectum or sigmoid colon to suggest fecal impaction. Moderate amount of stool in the right colon and splenic flexure of the colon. Moderate air distention of the cecum measuring up to approximately 8.8 cm. Otherwise , unremarkable abdomen. On (B)(6) 2006: patient presented for follow-up evaluation status post anterior cervical fusion at c6-7. On (B)(6) 2006: patient presented for a follow-up visit. Diagnosis: cervical degenerative disk disease- ddd. On (B)(6) 2006: patient underwent MRI of thoracic spine. Impression: normal MRI of the thoracic spine. Patient also underwent MRI of lumbar spine without contrast. Impression: degenerative disc disease at l5-s1 and l4-l5 without neural effacement. On (B)(6) 2006: patient underwent MRI of cervical spine without and with contrast prior cervical surgery, continued neck pain. Impression: postoperative changes of fusion at c5-6 without visible complication. No residual disc bulge is seen. Shallow right paracentral disc protrusion at c6-7, similar compared with prior cervical myelogram and CT on (B)(6) 2006, without definite nerve root impingement. There was mild left neural foraminal narrowing at c6-7 due to uncovertebral joint spurring. On (B)(6) 2006: patient presented for an office visit with complaint of being bothered by pain. On (B)(6) 2007 ,the patient presented with abdominal pain and constipation. The patient underwent abdomen ap and erect/ decub tests. Impression: mild moderate stool content throughout the colon, without distention, diminished in quantity since (B)(6) 2006. On (B)(6) 2007: patient presented for an office visit due to cervicalgia (neck pain) status post fusion and recurrent problem with the right shoulder. On (B)(6) 2007: patient underwent MRI of cervical spine without and with contrast due to indications of neck, shoulder, and back pain. Impression: there has no been no significant change since (B)(6) 2006. Post-surgical changes of anterior cervical fusion c5-6. Right paracentral disc protrusion c6-7 with bilateral neural foraminal narrowing. On (B)(6) 2007: patient presented for a follow-up visit after a recent MRI scan with and without contrast. MRI showed postoperative change at c5-6 with the only finding being some cervical spondylosis at c6-7 with small disk bulge on the right side and some foraminal narrowing at c6-7 bilaterally. On (B)(6) 2007: patient underwent cervical myelogram followed by post myelogram CT of cervical spine due to neck pain and right cervical radiculopathy. Impression: status post anterior cervical fusion at c5-6 with solid interbody fusion. Degenerative changes were again noted at c6-7 without definite interval change compared to both the MRI of cervical spine dated (B)(6) 2007, and the postoperative myelogram dated (B)(6) 2006. There was no central canal stenosis. Moderate left and mild-to-moderate right neural foraminal stenosis. Left greater than right c7 nerve root sleeve truncation. On (B)(6) 2007: patient presented for a follow-up visit with symptoms being remained largely unchanged. On (B)(6) 2007: patient presented for an office visit with diagnosis cervical spondylosis. On (B)(6) 2007: patient underwent x-ray of chest pre-op. Impression: no acute pulmonary process. On (B)(6) 2007: patient presented with pre-op diagnosis as c6-7 cervical spondylosis. For which patient underwent removal of anterior cervical c6-7 and anterior cervical discectomy and fusion of c6-7 with donor bone graft and bio absorbable anterior cervical plate and screws. Per op notes, c6-7 disk space was identified and confirmed using intraoperative fluoroscopy. A 6 mm tall donor bone graft was tamped in place. The lumen of the bone graft was filled with demineralized bone putty as was the lateral gutters of disk space. Then a 27.5 mm long bioabsorbable plate was implanted under fluoroscopic guidance without difficulty. Patient tolerated the procedure well with no complications reported. Patient underwent x-ray of cervical spine intra-op which showed the bone graft in position. Surgical instruments were noted anterior to the lower cervical spine. On (B)(6) 2007: patient got discharged with discharge diagnosis as c6-c7 cervical spondylosis with intractable right-sided neck and arm pain. On (B)(6) 2007: patient complained via call of increased neck swelling and was concerned about tightness in her throat similar to what she experienced during previous surgery. On (B)(6) 2007: patient presented for an office visit with complaint of increased extreme pain in neck into right intrascapular area, swelling in right neck area. On (B)(6) 2007: patient presented for an office visit with complaint of recurrent severe right-sided neck and shoulder pain. On (B)(6) 2007: patient presented for an office visit with nonspecific complaint of continued pain in her neck status post ¿acdf¿ (cervicalgia); cervical spondylosis. On (B)(6) 2007: patient presented for an office visit for evaluation and treatment for post surgical rehabilitation. On (B)(6) 2007: patient presented for a followup with a dermatologist. Impression: patient might be experiencing symptoms along the lines of a neuropathic pain syndrome or reflex sympathetic dystrophy, although there was no evidence of any clinical abnormality of the scar. Patient underwent MRI of cervical spine without and with contrast due to indications of prior surgery, neck pain, right arm numbness and tingling. Impression: postop changes of fusion at c5-6 and c6-7. No complication was visualized. On (B)(6) 2007: patient returned for follow-up evaluation after undergoing MRI scan with and without contrast of neck. It showed the expected post-op changes at c5-6 and c6-7, although it could not be clearly determined whether the solid bony fusion crossed c6-7 or not. On (B)(6) 2007: patient returned for follow-up evaluation after a recent CT scan which showed there was evidence of solid bony fusion across both c5-6 and c6-7. There were no anatomic abnormalities which could explain her persistent neck symptoms. On (B)(6) 2007: patient presented for a visit for pain management with complaint of neck pain radiating in the right arm. Assessment: post fusion syndrome with cervical radiculopathy. Possible cervical facet arthritis. On (B)(6) 2007: patient presented for a followup visit. Assessment: chronic neck pain, status post cervical fusion. Possible cervical radiculopathy. On (B)(6) 2008: patient presented for a followup visit due to pain in neck and shoulder. X-ray in office showed good solid bony fusion at c5-6 and c6-7. There was no evidence of adjacent level disk degeneration. On (B)(6) 2008: patient presented for a followup visit due to low back pain and neck pain. Impression: failed neck surgery syndrome. Lumbar facet arthropathy and lumbar radiculopathy. On (B)(6) 2008: patient presented for a followup visit due to pain in neck and lower back. Impression: failed neck surgery syndrome. Lumbar radiculopathy and lumbar facet arthropathy. On (B)(6) 2008: patient presented with complaint of neck and back pain. Impression: cervical radiculopathy and cervical facet arthropathy. Lumbar radiculopathy and lumbar facet arthropathy. On (B)(6) 2010: the patient presented with complaints of cervical spondylosis. The patient underwent x-ray of the cervical spine. Impression: vertical body fusion from the c5 through c7 levels. No significant spondylosis or abnormal motion with flexion and extension. On (B)(6) 2010: the patient presented with complaints of right shoulder pain, status post surgery. On (B)(6) 2010 the patient underwent bone scan. Impression: activity noted on bone scan is not suggestive of osteomyelitis. The increased activity in the acromioclavicular joint, the coracoid, and anterior to the glenohumeral articulation suggests a osteoarthritis/ degenerative change. On (B)(6) 2012, the patient underwent CT of the head/brain without contrast. Impression: no acute intracranial process. On (B)(6) 2013, the patient presented to the office due to motor vehicle collision. The patient complained of moderate pain and possible loss of consciousness. The patient also had the following problems, chronic right shoulder pain, chronic neck pain, lupus and chronic back pain. CT of cervical spine was performed due to neck injury. Impression: no acute osseous abnormality. Postoperative changes from fusion at c5-c7. CT of facial bones was performed. Impression: negative CT of the facial bones. The patient also underwent x-ray of the chest. Impression: no acute process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.